Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of distal gastric on a laparoscopy-assisted distal gastrectomy, the surgeon transected the gastric as usual but firing suddenly ceased. The surgeon was able to press the green button and squeeze the handle but the stapler was unable to fire. They changed the device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.